Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the mhv 505dm26 ap360 mechanical valve, a discrepancy was identified between the model number listed on the outer packaging and the model number recorded in the implantation document, despite both sharing the same serial number. This abnormal situation, where the same serial number was assigned to different valve models, caused confusion during clinical use in the operating room. No symptoms, complications, adverse events, illnesses, infections, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b.5: event description e.1: initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the mechanical valve had been stored at the facility for less than 1 week prior to the event. It was further noted that the packaging of the mechanical valve was intact, sealed and unopened prior to use. No intervention additional adverse patient effects were reported.